Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot/serial number not provided.

Event description:
It was reported that the device exhibited a medical fluid leakage during the use of the product. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Event problem and evaluation codes: updated. No product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).